Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD), had inappropriate shocks. The physician suspected fracture of the myocardial sutureless leads (0030). The two (0030's) were capped, and replaced with an endotak transvenous defibrillation lead (0074).